Event description:
It was reported, following an MRI the device was in back up mode. It was noted the device was not programmed into MRI mode prior to the patient undergoing an MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.